Event description:
Dexcom was made aware on 03/26/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a skin reaction which occurred six days after the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient decided to remove the sensor early due to discomfort and pain at the insertion site. Upon sensor removal, he noticed there was a hard lump at the insertion site and redness, swelling, and inflammation under the sensor patch. The patient applied otc topical bacitracin to the area. Five days later (approximate), the patient decided to go to an urgent care clinic and an hcp physically examined the sensor insertion site and prescribed a course of oral antibiotic medication (cephalexin 500 mg, two times per day for seven days). No photo was provided. At the time of report, the symptoms had already subsided after treatment and the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e1803 nodule / code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581. Appropriate term/code not available.